Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep later reported the issue started in (B)(6) 2017. It was thought that the support staff that had been checking the battery level inadvertently turned the ins off. It was noted that in the future they would only check the battery level during recharging sessions and only use the programmer if there was a need to turn the ins off. The issue was considered resolved at the time of this report.

Manufacturer narrative:
.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that the patient's ins had turned off unexpectedly and the hcp stated that the ins was at 100% charge. The rep reported that they would be seeing the patient on (B)(6) 2017. We are required by the FDA to request this information for all events which may potentially meet FDA reportability criteria.

Manufacturer narrative:
There was a typo which was originally submitted. The typo has been corrected and resubmitted in its entirety for clarity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that the patient's ins had turned off unexpectedly and the hcp stated that the ins was at 100% charge. The rep reported that they would be seeing the patient on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.